Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem codes patient code: (B)(4)- no known impact or consequence to patient, labeled. Device code: (B)(4)- torn material, unlabeled. Device evaluated by manufacturer? No - (other): lens not returned. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon removed a 13.2mm micl13.2 implantable collamer lens from the vial to prepare for loading. The surgeon checked the lens under the microscope and noted the lead haptic had a tear. The lens was not used or loaded and there was no patient contact. The reporter stated the surgeon felt the lens was received torn and was defective. The backup lens was implanted with no problem.